Manufacturer narrative:
The device was not returned for evaluation and imagery was not provided for review. The reported events were unable to be confirmed due to unavailability of the returned device and/or applicable imagery. Engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during procedure, difficulties were found during valve gross and fine alignment although it was performed in a straight section of the aorta. Despite the alignment difficulties, the valve was correctly and fully deployed. When deflating the balloon, blood was collected in the syringe. After removal of the commander delivery system, it was confirmed that the balloon burst at the proximal part of the balloon. During inflation, pusher was on the burst part of the balloon. While valve alignment was reported to be performed in a straight section the presence of tortuosity can cause the valve to become unseated (non-coaxial placement of valve in relation the flex tip) and dive into the flex tip as reported in the complaint description. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment, as identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported, it is possible that increased forces tied to valve alignment may have weakened the balloon and caused the balloon to tear. It is possible that if the flex tip covered the torn section of balloon during inflation, as reported, the inflation fluid pathway was maintained long enough to allow for the successfully deployment of the thv as reported. A definitive root cause is unable to be determined. However, available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, difficulties were found during valve gross and fine alignment although it was performed in a straight section of the aorta. Despite the alignment difficulties, the valve was correctly and fully deployed. When deflating the balloon, blood was collected in the syringe. After removal of the commander delivery system, it was confirmed that the balloon burst at the proximal part of the balloon. During inflation, pusher was on the burst part of the balloon. No balloon pieces remained inside the patient. There were no consequences for the patient.

Manufacturer narrative:
Investigation is underway.